Event description:
The facility reported to customer service an infusion pump with failure code 814:04. The event was reported to have occurred during biomed testing. No record of any patient incident involving the pump